Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a distorted image. The was also a leak due to a hole in the bending section cover and the device failed the scope leak test, the glue on the bending section cover was chipped, lifting, and had scratches, and the bending section failed the e-continuity test between 100 and 200 ohms. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an image problem while using evis exera iii bronchovideoscope. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to air leakage, which occurred due to a bending section cover (a-rubber) cut and conduction failure. Therefore, it is possible that water invaded the scope connector and electronic components were damaged. It is also possible that image sensor was damaged by some sudden overcurrent. The definitive root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "1.4 warnings and cautions: warning ·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Important information ¿ please read before use -precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. -precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system -inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, 'preparation and inspection', do not use the endoscope and solve the problem as described in section 5.2,'troubleshooting guide'. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, 'returning the endoscope for repair'. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, 'withdrawal of the endoscope with an irregularity'." Olympus will continue to monitor field performance for this device.